Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a memory error and displayed question marks where collected data should have been displayed. This was due to the patient¿s radiation therapy and will self-correct. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6949 implantable tachy lead 2005-(B)(6), 4592 implantable pacing lead 2003-(B)(6). (B)(4).